Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell and the touch screen became cracked and non-functional for insulin delivery. Customer's blood glucose was 62 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.